Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue led flashed after about five minutes which prevented to refresh and charge the battery devices. Therefore, the reported condition was confirmed. However, the root cause not determined. The device was sent to supplier for further investigation and identified that there was electrical component damage. The assignable root cause was determined to be due to false/defective production. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the universal battery charger device did not function. According to the report, the blue light emitting diode (led) indicators were flashing. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.